Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified but is consistent with damage sustained when a patient experiences a non-lifevest external defibrillation while wearing the device. There was no report that ems was called for the patient. However, there is evidence of bystander presence due to the response buttons being pressed and the electrode belt disconnection. There is no indication that the open resistor caused or contributed to the patient death. Per the ECG recording, the patient was in a non-shockable, non-life sustaining rhythm (asystole).

Event description:
While evaluating a monitor last used by a patient who passed away while wearing the device, a reportable problem was found. The monitor was not producing a driven ground signal due to an open r781 resistor. An open r781 resistor is consistent with a non-lifevest external defibrillation while the lifevest is worn by a patient. It was reported that the patient passed away on the morning of (B)(6) 2017 at approximately 1:30am while wearing the lifevest. Per the patient's downloaded flag files and ECG recordings, 2 asystole events and 1 arrhythmia were detected by the lifevest on (B)(6) 2017, prior to the patient passing. From 02:36:28 until 02:37:26, the lifevest detected asystole. The ECG recordings show the patient was in bradycardia at 20 bpm degrading to asystole. An arrhythmia was then detected by the lifevest at 02:38:02. The ECG recordings shows the patient was in asystole with motion artifact. The arrhythmia detection stopped at 02:28:26 on (B)(6) 2017. Asystole is considered a non-shockable rhythm by the lifevest. From approximately 02:36:28 on (B)(6) 2017, the ECG recordings indicate that the patient was in a non-shockable, non-life sustaining rhythm (asystole). Approximately three hours later starting at 05:25:04 on (B)(6) 2017, three arrhythmias were detected by the lifevest. The ECG recordings for these arrhythmias are not available. The response buttons were pressed during the arrhythmia detections and the electrode belt was disconnected at 05:48:27, indicating the presence of bystanders. As the patient was in a non-shockable, non-life sustaining rhythm, there is no indication that the monitor malfunction caused or contributed to the patient death.